Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced skin breakdown at the incision site. The patient was treated with a topical antibiotic. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.